Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and rheumatoid arthritis ('autoimmune disorder type of disorder:rheumatoid arthritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysplasia of cervix (uteri), vaginitis, vulvovaginitis, chronic lumbago, left lower quadrant pain and atypical depressive disorder. Concurrent conditions included arthralgia, pain in thigh, postmenopause, pap smear abnormal, postmenopausal bleeding, uterine fibroid, cervical friability, cervical bleeding, cervical laceration, night sweats, flushing, vaginal irritation, vulvovaginal pain, vaginal itching, dyspareunia, pain in hip, dizziness, genital haemorrhage and uterine dilation and curettage. In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / chronic periodic pain while moving"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), adhesion ("other injury(ies) or complication (s) please describe: adhesions") and scar ("other injury(ies) or complication (s) please describe: scarring"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and abdominal pain lower ("abdominal lower left pelvic area / chronic periodic pain while moving") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, rheumatoid arthritis, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, allergy to metals, vaginal discharge, adhesion, scar and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, cystitis, device breakage, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: 2012 and (B)(6) 2008. 3 coils left and 6 coils right. Plaintiff had serious infection requiring hospitalization. Presence of essure coils at t he level of the fallopian tubes with the tip at the level of the conua of the uterus. Implants removed entirely. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, metals allergy, rheumatoid arthritis, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysplasia of cervix (uteri), vaginitis, vulvovaginitis, chronic lumbago, left lower quadrant pain and atypical depressive disorder. Concurrent conditions included arthralgia, pain in thigh, postmenopause, pap smear abnormal, postmenopausal bleeding, uterine fibroid, cervical friability, cervical bleeding, cervical laceration, night sweats, flushing, vaginal irritation, vulvovaginal pain, vaginal itching, dyspareunia, pain in hip, dizziness, genital haemorrhage and uterine dilation and curettage. Concomitant products included flunisolide from 2007 to 2010, mestranol;norethisterone (ortho novum) from 2006 to 2009 and salbutamol (albuterol) since 2006. In 2008, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder:rheumatoid arthritis"), pelvic pain ("chronic pelvic pain / chronic periodic pain while moving"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), adhesion ("other injury(ies) or complication (s) please describe: adhesions"), scar ("other injury(ies) or complication (s) please describe: scarring"), pelvic adhesions ("allergic or hypersensitivity reaction type: pelvic adhesion lesion") and postmenopausal haemorrhage ("post menopausal bleeding"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)/ infection (bladder/ urinary tract/vaginal) type: vaginal") and enteritis infectious ("infection (bladder/ urinary tract/vaginal) type: small bowel infection"). On an unknown date, the patient experienced premature menopause ("hormonal changes/ hormonal changes describe: sped up menopause"), abdominal pain lower ("abdominal lower left pelvic area / chronic periodic pain while moving") and migraine ("stress migraines"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, rheumatoid arthritis, pelvic pain, premature menopause, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, allergy to metals, vaginal discharge, adhesion, scar, abdominal pain lower, pelvic adhesions, enteritis infectious and postmenopausal haemorrhage outcome was unknown and the abdominal pain and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, cystitis, device breakage, enteritis infectious, hypersensitivity, menorrhagia, migraine, pelvic adhesions, pelvic pain, postmenopausal haemorrhage, premature menopause, rheumatoid arthritis, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: 2012 and (B)(6) 2008. 3 coils left and 6 coils right. Plaintiff had serious infection requiring hospitalization. Presence of essure coils at t he level of the fallopian tubes with the tip at the level of the conua of the uterus. Implants removed entirely. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysplasia of cervix (uteri), vaginitis, vulvovaginitis, chronic lumbago, left lower quadrant pain and atypical depressive disorder. Concurrent conditions included arthralgia, pain in thigh, postmenopause, pap smear abnormal, postmenopausal bleeding, uterine fibroid, cervical friability, cervical bleeding, cervical laceration, night sweats, flushing, vaginal irritation, vulvovaginal pain, vaginal itching, dyspareunia, pain in hip, dizziness, genital haemorrhage and uterine dilation and curettage. Concomitant products included flunisolide from 2007 to 2010, mestranol;norethisterone (ortho novum) from 2006 to 2009 and salbutamol (albuterol) since 2006. In 2008, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder:rheumatoid arthritis"), pelvic pain ("chronic pelvic pain / chronic periodic pain while moving"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), adhesion ("other injury(ies) or complication (s) please describe: adhesions"), scar ("other injury(ies) or complication (s) please describe: scarring"), pelvic adhesions ("allergic or hypersensitivity reaction type: pelvic adhesion lesion") and postmenopausal haemorrhage ("post menopausal bleeding"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)/ infection (bladder/ urinary tract/vaginal) type: vaginal") and enterocolitis infectious ("infection (bladder/ urinary tract/vaginal) type: small bowel infection"). On an unknown date, the patient experienced menopause ("hormonal changes/ hormonal changes describe: sped up menopause"), abdominal pain lower ("abdominal lower left pelvic area / chronic periodic pain while moving") and migraine ("stress migraines"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, rheumatoid arthritis, pelvic pain, menopause, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, allergy to metals, vaginal discharge, adhesion, scar, abdominal pain lower, pelvic adhesions, enterocolitis infectious and postmenopausal haemorrhage outcome was unknown and the abdominal pain and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, cystitis, device breakage, enterocolitis infectious, hypersensitivity, menopause, menorrhagia, migraine, pelvic adhesions, pelvic pain, postmenopausal haemorrhage, rheumatoid arthritis, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: 2012 and (B)(6) 2008. 3 coils left and 6 coils right. Plaintiff had serious infection requiring hospitalization. Presence of essure coils at t he level of the fallopian tubes with the tip at the level of the conua of the uterus. Implants removed entirely. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs&mr: - reporter information was added. New event added pelvic adhesion lesion, small bowel infection, postmenopausal bleeding, stress migraines and hormonal changes updated menopause. Outcome added migraines. Concomitants drugs was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and rheumatoid arthritis ('autoimmune disorder type of disorder:rheumatoid arthritis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysplasia of cervix (uteri), vaginitis, vulvovaginitis, chronic lumbago, left lower quadrant pain and atypical depressive disorder. Concurrent conditions included arthralgia, pain in thigh, postmenopause, pap smear abnormal, postmenopausal bleeding, uterine fibroid, cervical friability, cervical bleeding, cervical laceration, night sweats, flushing, vaginal irritation, vulvovaginal pain, vaginal itching, dyspareunia, pain in hip, dizziness, genital haemorrhage and uterine dilation and curettage. In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / chronic periodic pain while moving"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge"), adhesion ("other injury(ies) or complication (s) please describe: adhesions") and scar ("other injury(ies) or complication (s) please describe: scarring"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and abdominal pain lower ("abdominal lower left pelvic area / chronic periodic pain while moving") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, rheumatoid arthritis, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, allergy to metals, vaginal discharge, adhesion, scar and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, cystitis, device breakage, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: 2012 and (B)(6) 2008. 3 coils left and 6 coils right. Plaintiff had serious infection requiring hospitalization. Presence of essure coils at t he level of the fallopian tubes with the tip at the level of the cornua of the uterus. Implants removed entirely. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, metals allergy, rheumatoid arthritis, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case became incident. Previously reported event "injury " replaced with new events: hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, infection (bladder), urinary tract infection, ,infection (vaginal), rheumatoid arthritis, device breakage, nickel allergy, chronic abdominal pain, vaginal discharge, adhesions, scarring, chronic pelvic pain, abdominal pain lower. Events onset date, reporters information updated. Patients demographics were added. Medical history, lab data were added. Event abdominal pain outcome were updated to not recovered. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.